Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm, numbers freaking out or buttons scrolling up noted. The insulin pump had cracked case at display window corner, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is button error alarm. The blood glucose reading is 194 mg/dl. Nothing further reported.